Event description:
It was reported that a thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. After the closure device was released, the physician noticed a substance behind the device. The physician worked through with echo, performed a definity test, and also looked with contrast and it appeared to be a clot. No intervention was done for this. The next day, it was noted that the patient had a pneumothorax on the left side of their lung. It was not big enough to do any intervention, but the physicians are monitoring the patient. The patient was discharged home 3 days post procedure doing fine.